Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
The unit was returned to a covidien service center as a back to stock unit. Upon triage, service found that the power cord was damaged exposing the internal copper wires.